Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The laser core module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on april 9, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser continued to fire after use. Additional information has been requested.